Event description:
The account alleged the bed has unintentional hi/low up function. No injury reported.

Manufacturer narrative:
The account stated the bed will be repaired due to the age of the bed.